Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The patient alleged their "skin was a little burned" but did not receive treatment. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2017 with the following findings: a review of the black box showed no sudden drops prior to the temperature event. The pump was run for 24 hours with the customer pump settings with no alarms, overheating, or power losses occurred. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The pump was opened to find no defects to the power flex and components. The battery was not returned with the pump. Unrelated to the original complaint, the display was dim and pink.